Event description:
This lead was explanted and replaced because it had dislodged. The physician was going to reposition the lead but the tip looked crooked. There were no adverse patient events reported. The hospital retained the device. Should additional information be received this file will be updated.